Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: implantable neurostimulator. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer's representative (rep) reported the patient had 4 neurostimulators and 1 pump. The patient's right arm was deteriorating and he was unable to reach behind him to use the patient programmer with one of the implants. It was noted the right arm deteriorating was unrelated to the device. The rep thought the patient used an antenna. They wanted to move one of the neurostimulators to the abdomen for ease of use by the patient. It was noted there was already one neurostimulator on one side and the pump on the other. They were unsure when this happened, maybe a month or month and a half prior to the report. Further information received from the rep reported the patient underwent surgery on (B)(6) 2016 to move the implantable neurostimulator (ins) implanted in his right buttock to his right abdomen. Originally, it was the rep's understanding that he could not reach the ins with the antenna and thus was going to have the ins moved for greater accessibility for him to make adjustments. However, the rep was informed on (B)(6) 2016 that the patient had the ins moved because of soreness at the pocket site. There was no infection present and the soreness had diminished since the ins had been moved. The patient already had an ins implanted in the right abdomen, so the physician revised that pocket by moving it inferiorly to the lower right quadrant and replacing the ins to a smaller model. After attaching the extensions, the physician tunneled the existing leads that had connected to the ins in the patient's right buttocks to a pocket in the upper right quadrant as far away from the more inferior ins as possible and attached it to a new smaller model. Relevant medical history included spinal stenosis and degenerative disc disease.

Manufacturer narrative:
Analysis of the ins (B)(4) found no significant anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.